Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would restart on and off randomly. It was also reported that the programmer presented with a black display screen during a case. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments. However, analysis noted that there was liquid ingress present in the programmer, which resulted in internal corrosion. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.